Manufacturer narrative:
Initial and final MDR 1879713- MDR 3003442380-2024-06118- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set cannula bent event on (B)(6) 2023 after 3 or more hours after insertion. Infusion set has been used for 12-24 hours. Insertion site was abdomen. The blood glucose level was 200-300mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. . No further information available.